Manufacturer narrative:
Evaluation: a user carton labeled as containing iab s/n j1458733, was returned for evaluation. Visual inspection of the carton contents revealed an unused, sealed iab (s/n j1458733) and assorted user documentation. No insertion kit was observed to be present within the user carton. Probable cause of difficulty: on 3/12/97, co was advised of an insertion kit missing from a user carton at st. Elizabeth's hospital in chicago, il. Upon investigation co discovered the following: 1. Iab in question, s/n j1458733 was shipped to the facility on 12/2/96. It was part of a shipment of five iabs sent to this account on that date. Federal express documentation indicated that the total shipment weighed 12.75 pounds. 2. Serial number j1458733 did not appear on any other shipment in a check of co's computer files, only on order # c37295 for st. Elizabeth's hospital. This type of complaint is extremely rare. Given co packaging and shipping process, it is extremely unlikely that a kit could be shipped without an iab, although co position is to assume the customer is correct. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to this facility (via federal express). If the insertion kit was not present in the user carton, the entire shipment would have weighed less. As one can see, the weight of the shipment is not consistent with the rpt'd problem. It extremely unlikely that a user carton can be shipped without an insertion kit. Co does know of instances where an account may require a second insertion kit in an emergency situation and the kit is taken from another user carton, leaving the user carton - and the iab kit - on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred. As a customer courtesy, a free balloon replacement was authorized for the facility.

Event description:
There was no insertion kit in the user carton with iab s/n j1458733. The iab was not used. Event complications: unknown-reported 3/12/97. Pt's current status: unk-rpt'd 3/12/97.